Manufacturer narrative:
No button error alarm during testing. However, unit had intermittent esc, act, down, and up arrow buttons response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the act key on the insulin pump was blocked. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.